Event description:
Physician reported that the patient's generator was depleting faster than expected. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.